Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified mid right coronary artery. A 10mm x 2.50mm wolverine coronary cutting balloon was advanced for dilatation, however, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient condition was stable.